Manufacturer narrative:
The insulin pump had intermittent button response during testing due to corroded keypad traces. No moisture damage on the motor assembly or electronic assembly noted during visual inspection. The device was received with stripped battery cap coin slot, broken reservoir tube lip, cracked case on lcd display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went kayaking and the insulin pump was exposed to water and has condensation on the screen. He also reported that he has had trouble getting the battery cap to stay in place because the plastic is stripping. He also stated that the insulin pump has cracks and missing pieces from the battery and reservoir compartments. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.